Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-01592.

Event description:
The patient was undergoing a thrombectomy procedure in the inferior vena cava (ivc) using lightning aspiration tubing (lightning). After aspirating the femoral and popliteal vein segment, the physician noticed that the lightning had become occluded. The lightning was removed from the patient and flushed with a 60 cc syringe. The lightning remained occluded therefore it was hand-flushed. Subsequently, the microprocessor box popped off. Therefore, the lightning was no longer used in the procedure. A second lightning was used; however, the indicator light was red when it was powered on. After initiating aspiration the light remained red. Therefore, this lightning was not used in the procedure. The procedure was completed using aspiration tubing (tubing). There was no report of an adverse effect to the patient.